Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, when the iol was inserted into the eye, multiple scratches were noticed on the lens. The lens was cut, removed and replaced with another lens of same model and diopter in an initial procedure. It was also reported that, the lens was not properly seated in its case when it was opened.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Only half of the lens was returned. The lens is split. The lens was cleaned for further evaluation. Scratches are observed on both sides of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instruction for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Follow up attempts were made. At this point, no further information available at this time. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
According to the additional information received, there was no patient harm.